Event description:
It was reported that removal difficulties were encountered and balloon detachment occurred. The target lesion was located in a vessel of the left upper arm. A 8.0 x 100, 75cm mustang balloon was advanced for dilatation. However, during removal, there was difficulty removing the device from the wire which was still in the patient's body. Eventually, the device was removed but it was observed that the proximal end was not on the balloon shaft. Angiogram was performed and the physician used a retrieval device to retrieve the detached portion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that removal difficulties were encountered and balloon detachment occurred. The target lesion was located in a vessel of the left upper arm. A 8.0 x 100, 75cm mustang balloon was advanced for dilatation. However, during removal, there was difficulty removing the device from the wire which was still in the patient's body. Eventually, the device was removed but it was observed that the proximal end was not on the balloon shaft. Angiogram was performed and the physician used a retrieval device to retrieve the detached portion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by manufacturer. A mustang device was returned for analysis. The device was received inserted in the customer's sheath, which was noted to be damaged at the tip of the sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 45mm proximal of the distal tip. A visual examination of the markerbands identified that the distal markerband was detached and not returned with the device. A visual examination identified that the shaft was detached 4mm proximal from the distal tip. The shaft was also noted to be stretched at the inner shaft. A visual and tactile examination identified no damage to the tip.